Event description:
No continuation of circulation below knees, not getting any blood flow/still had no circulation below his knee (right) [poor peripheral circulation] ([peripheral vein occlusion], [peripheral artery occlusion], [muscle atrophy]) unable to walk properly [unable to walk] pseudoseptic arthritis reaction [pseudoseptic arthritis] ([arthrocentesis], [injection site joint swelling]) severe accident [accident] blood pressure was lower [lowered blood pressure] stated that the gel was still there, causing irritation [injection site irritation] had a general allergy with the gel [allergy]. Case narrative: initial information received on 26-aug-2025 regarding an unsolicited valid serious case received from a patient. This case is linked to (B)(4) (multiple device suspect used for the same patient, for left knee) this case involves an elderly male patient who had no continuation of circulation below knees, not getting any blood flow/still had no circulation below his knee (right), unable to walk properly, pseudoseptic arthritis reaction, severe accident, blood pressure was lower, stated that the gel was still there, causing irritation, and had a general allergy with the gel and after the use of hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s), and family history were not provided. Concomitant medications included enoxaparin sodium (lovenox) for prevent clotting. On (B)(6) 2025, the patient started taking hylan g-f 20, sodium hyaluronate, injection on the right knee (strength: 48 mg/6ml) at a dose of 5 ml 1x (route: unknown) for osteoarthritis. Patient stated that he had an ongoing negative impact due to him receiving one injection (per knee) of synvisc-one made on (B)(6) 2025. Patient said that his doctor was reluctant to do anything, so he called to check. Patient already had a problem on day 1 but it was disregarded and on (B)(6) 2025, due to a severe accident (accident), their knees exploded to a size of a soccer ball (injection site joint swelling) (latency: 19 days) (batch number: frslb11, expiry date: 28-feb-2028). He was in a walker for nearly 2 weeks as there was no continuation of circulation below his knees (poor peripheral circulation) (event onset date: 2025, latency: unknown) (batch number: frslb11, expiry date: 28-feb-2028). Patient was unbale to walk properly (gait inability) (event onset date: 2025, latency: unknown) (batch number: frslb11, expiry date: 28-feb-2028). He had a trip to see orthopedic specialists/doctors, he was recommended to undergo mrt/MRI (magnetic resonance imaging)/ultrasound, and he also mentioned that he took lovenox as to prevent clotting during his flight going back home. Three months later ((B)(6) 2025), he still had no circulation below his knee, it was not getting any blood flow, and he could even feel his calves were getting atrophied (muscle atrophy) (onset: 2025; latency: unknown) (batch number: frslb11, expiry date: 28-feb-2028). Patient mentioned that at this point, he was talking with a vascular surgeon. The signs were pointing out that the lack of circulation was due to him receiving bilateral (one blast each knee) synvisc-one injections as it might have blocked some arteries and veins (peripheral vein occlusion) (peripheral artery occlusion) (event onset date: 2025, latency: unknown) (batch number: frslb11, expiry date: 28-feb-2028). He said that his concern, aside from the lack of follow-up from his doctor, was the damage created by the administration of synvisc-one, as per the time of the call, was still an ongoing issue. He emphasized that his symptoms were bilateral, and he was still suffering from the injections. Patient said that he wanted it to be reported as he should be part of the database. Patient was unable to walk, had just been from a vacation, and crawled to the car back to their doctor. Patient was put in a wheelchair then a walker. Patient had prednisone and some fluid was drawn (arthrocenesis) (onset: 2025; latency: unknown) (batch number: frslb11, expiry date: 28-feb-2028) but the problem continued. Patient was assuming that the gel was blocking the blood flow on their knees. Patient's blood pressure was lower (blood pressure decreased) (onset: 2025, latency: unknown) (unknown batch number and expiry date) and they were not getting flow of blood below their knees. Patient mentioned that after 3 months after receiving the synvisc-one injections, the gel would have incorporated to his system over time upon follow-up, patient reported synvisc one caused a significant long-term issue for them. It had been 3 months since they got their injection and the symptoms were still ongoing. They stated that it was being narrowed down to pseudoseptic arthritis reaction (pseudoseptic arthritis) (onset: 2025; latency: unknown) (batch number: frslb11, expiry date: 28-feb-2028), which they believed could be caused by synvisc one, or that they had a general allergy with the gel (hypersensitivity) (onset: 2025; latency: unknown) (batch number: frslb11, expiry date: 28-feb-2028). They stated that the gel was still there, causing irritation (injection site irritation) (onset: aug-2025; latency: 3 months) (batch number: frslb11, expiry date: 28-feb-2028) after the injection. Patient was hoping for this information to be put in the database since they had serious reaction. Action taken: not applicable for all the events. Corrective treatment: the patient was treated with prednisone and aspiration of joint done for arthritis, wheelchair and walker used for gait inability and not reported for all other events. Outcome: not recovered for poor peripheral circulation, gait inability, arthritis, hypersensitivity, injection site irritation; and unknown for accident and blood pressure decreased. Seriousness criteria: medically significant for poor peripheral circulation, disability for gait inability and intervention required for arthritis. Additional information was received on 28-aug-2025 (along with additional contact received on 05-sep-2025) from patient: event of hypersensitivity, injection site irritation, arthritis, accident was added. Event of injection site joint swelling, arthrocentesis was updated as symptom of arthritis. Event of cardiovascular disorder was updated to poor peripheral circulation and its symptoms muscle atrophy, peripheral vein occlusion and peripheral artery occlusion were added, batch number and expiry date updated, clinical course updated and text amended accordingly.

Manufacturer narrative:
Sanofi company comment for follow up dated on 28-aug-2025: this case involves an elderly male patient who had no continuation of circulation below knees, not getting any blood flow/still had no circulation below his knee (right), unable to walk properly, pseudoseptic arthritis reaction, after the use of hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the limited information provided regarding this case, causal role of the company suspect product cannot be denied. Accident could be the confounding factor. Further update on injection technique, post injection routine, would aid in better assessment of the case. The case will be reassessed based on follow-up information that will be received.

Event description:
Unable to walk [unable to walk]. Knees exploded to a size of a soccer ball(right) [injection site joint swelling]. Some fluid was drawn; assuming that the gel was blocking the blood flow on their knees [arthrocentesis]. Blood pressure was lower [lowered blood pressure]. Not getting flow of blood below their knees [functional blood flow disorder]. Case narrative: initial information received on (B)(6) 2025 regarding an unsolicited valid serious case received from a patient. This case is linked to (B)(4) (multiple device suspect used for the same patient, for left knee). This case involves an elderly male patient who was unable to walk, knees exploded to a size of a soccer ball(right), blood pressure was lower and not getting flow of blood below their knees after the use of hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication(s) and family history were not provided. On (B)(6) 2025, the patient started taking synvisc one (hylan g-f 20, sodium hyaluronate) injection on the right knee (strength: 48 mg/6ml) (dose, frequency, route: unknown) for osteoarthritis. Patient already had a problem on day 1 but it was disregarded and on (B)(6) 2025, their knees exploded to a size of a soccer ball (injection site joint swelling) (latency: 19 days) (unknown batch number and expiry date). Patient was unable to walk (gait disturbance) (latency: 19 days) (unknown batch number and expiry date), had just been from a vacation, and crawled to the car back to their doctor. Patient was put in a wheelchair then a walker. Patient had prednisone and some fluid was drawn (arthrocenesis) (onset: 2025; latency: unknown) (unknown batch number and expiry date) but the problem continued. Patient was assuming that the gel was blocking the blood flow on their knees. Patient's blood pressure was lower (blood pressure decreased) (onset: 2025, latency: unknown) (unknown batch number and expiry date) and they were not getting flow of blood below their knees (cardiovascular disorder) (onset: 2025, latency: unknown) (unknown batch number and expiry date). Patient was asked for the lot number and the expiration date of the product that was administered to them and they called their provider who could not provide them with information. Information regarding batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: not applicable for all the events. Corrective treatment: wheelchair and a cane for gait disturbance; prednisone for injection site joint swelling and not reported for other two events. Outcome: unknown for all the events. Seriousness criteria: disability for gait disturbance and intervention required for injection site joint swelling.

Manufacturer narrative:
Sanofi company comment dated on (B)(6) 2025: this case involves an elderly male patient who was unable to walk after the use of hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the limited information provided regarding this case, causal role of the company suspect product cannot be excluded. Case will be re-evaluated post further update on the patient's underlying disease conditions, past medical and drug history, concurrent illnesses and concomitant medications.

Event description:
Unable to walk properly [unable to walk] no continuation of circulation below knees, not getting any blood flow/still had no circulation below his knee (right) [poor peripheral circulation] ([peripheral artery occlusion], [muscle atrophy], [peripheral vein occlusion]) pseudoseptic arthritis reaction [pseudoseptic arthritis] ([arthrocentesis], [injection site joint swelling]) severe accident [accident] blood pressure was lower [lowered blood pressure] stated that the gel was still there, causing irritation [injection site irritation] had a general allergy with the gel [allergy] case narrative: initial information received on 26-aug-2025 regarding an unsolicited valid serious case received from a patient. This case is linked to (B)(4) (multiple device suspect used for the same patient, for left knee) this case involves an elderly male patient who had no continuation of circulation below knees, not getting any blood flow/still had no circulation below his knee (right), unable to walk properly, pseudoseptic arthritis reaction, severe accident, blood pressure was lower, stated that the gel was still there, causing irritation, and had a general allergy with the gel and after the use of hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s), and family history were not provided. Concomitant medications included enoxaparin sodium (lovenox) for prevent clotting. On (B)(6) 2025, the patient started taking hylan g-f 20, sodium hyaluronate, injection on the right knee (strength: 48 mg/6ml) at a dose of 5 ml 1x (route: unknown) for osteoarthritis. Patient stated that he had an ongoing negative impact due to him receiving one injection (per knee) of synvisc-one made on (B)(6) 2025. Patient said that his doctor was reluctant to do anything, so he called to check. Patient already had a problem on day 1 but it was disregarded and on (B)(6) 2025, due to a severe accident (accident), their knees exploded to a size of a soccer ball (injection site joint swelling) (latency: 19 days) (batch number: frslb11, expiry date: 28-feb-2028). He was in a walker for nearly 2 weeks as there was no continuation of circulation below his knees (poor peripheral circulation) (event onset date: 2025, latency: unknown) (batch number: frslb11, expiry date: 28-feb-2028). Patient was unbale to walk properly (gait inability) (event onset date: 2025, latency: unknown) (batch number: frslb11, expiry date: 28-feb-2028). He had a trip to see orthopedic specialists/doctors, he was recommended to undergo mrt/MRI (magnetic resonance imaging)/ultrasound, and he also mentioned that he took lovenox as to prevent clotting during his flight going back home. Three months later ((B)(6) 2025), he still had no circulation below his knee, it was not getting any blood flow, and he could even feel his calves were getting atrophied (muscle atrophy) (onset: 2025; latency: unknown) (batch number: frslb11, expiry date: 28-feb-2028). Patient mentioned that at this point, he was talking with a vascular surgeon. The signs were pointing out that the lack of circulation was due to him receiving bilateral (one blast each knee) synvisc-one injections as it might have blocked some arteries and veins (peripheral vein occlusion) (peripheral artery occlusion) (event onset date: 2025, latency: unknown) (batch number: frslb11, expiry date: 28-feb-2028). He said that his concern, aside from the lack of follow-up from his doctor, was the damage created by the administration of synvisc-one, as per the time of the call, was still an ongoing issue. He emphasized that his symptoms were bilateral, and he was still suffering from the injections. Patient said that he wanted it to be reported as he should be part of the database. Patient was unable to walk, had just been from a vacation, and crawled to the car back to their doctor. Patient was put in a wheelchair then a walker. Patient had prednisone and some fluid was drawn (arthrocenesis) (onset: 2025; latency: unknown) (batch number: frslb11, expiry date: 28-feb-2028) but the problem continued. Patient was assuming that the gel was blocking the blood flow on their knees. Patient's blood pressure was lower (blood pressure decreased) (onset: 2025, latency: unknown) (unknown batch number and expiry date) and they were not getting flow of blood below their knees. Patient mentioned that after 3 months after receiving the synvisc-one injections, the gel would have incorporated to his system over time upon follow-up, patient reported synvisc one caused a significant long term issue for them. It had been 3 months since they got their injection and the symptoms were still ongoing. They stated that it was being narrowed down to pseudoseptic arthritis reaction (pseudoseptic arthritis) (onset: 2025; latency: unknown) (batch number: frslb11, expiry date: 28-feb-2028), which they believed could be caused by synvisc one, or that they had a general allergy with the gel (hypersensitivity) (onset: 2025; latency: unknown) (batch number: frslb11, expiry date: 28-feb-2028). They stated that the gel was still there, causing irritation (injection site irritation) (onset: aug-2025; latency: 3 months) (batch number: frslb11, expiry date: 28-feb-2028) after the injection. Patient was hoping for this information to be put in the database since they had serious reaction. Action taken: not applicable for all the events. Corrective treatment: the patient was treated with prednisone and aspiration of joint done for arthritis, wheelchair and walker used for gait inability and not reported for all other events. Outcome: not recovered for poor peripheral circulation, gait inability, arthritis, hypersensitivity, injection site irritation; and unknown for accident and blood pressure decreased. Seriousness criteria: medically significant for poor peripheral circulation, disability for gait inability and intervention required for arthritis. A product technical complaint (ptc) was initiated on (B)(6) 2025 for synvisc one (batch number: frslb11 and expiry date: 28-feb-2028) with global ptc number: (B)(4). The incident description, the investigation urgency has been confirmed as standard. Per the product-specific complaint codes for "synvisc one" in (B)(4), and the incident description, the defect code "other pharmacovigilance event" has been assigned to this investigation. No qee (unknown abbreviation) was opened and no qdn (unknown abbreviation) was opened. The investigation urgency, qee/qdn decision and defect code might change based on the outcome of the investigation. The minimum investigation requirements for defect code "other pharmacovigilance event" includes product event history review, lot history review, qa batch/manufacturing review (including api), the results of these reviews are summarized below product event history review: qualipso product (synvisc one) event history report for the past two years is generated on (B)(6) 2025 and showed 111 complaints related to "other pharmacovigilance event" (including current complaint). Among these 87 complaints is concluded as no assessment possible since the synvisc one lot is unknown. 3 complaint is concluded as no faults detectable. 2 complaint is concluded as related to handling error. Comet product (synvisc one) event history report for the past two years was generated on 08-sep-2025 and showed 123 complaints related to defect code "other pharmacovigilance event". Among these 122 complaints is concluded as no assessment possible and 1 complaint is concluded as inv inconclusive/trending only. Based on the above details it is inferred that there is no confirmed complaint reported. As the batch number is unknown, lot history review and assessment is not possible. Complaint sample is not available. Hence assessment is not applicable. Investigation outcome: there is no quality related defect that would attribute to a malfunction a death or serious injury. Mah (marketing authorization holder) pharmacovigilance continuously monitors adverse event reports with or without lot number, and assesses possible associations with their corresponding product lot, as a part of routine safety surveillance effort to detect safety signals. As the product lot number is not available, a batch record review and assessment is not possible. Due to lack of information, no assessment is possible. Prior to batch release, review of all finished batch records for specification conformance will be performed. If any out of specification result is identified, it is mitigated through the procedure for nonconforming material or product process. Adverse events will be monitored by the mah holder. Trend analysis will be performed on a periodic basis. To determine if a CAPA (corrective and preventive action) is required ER defined procedures. Trend analysis: if the number of complaints is = 10 confirmed complaints with the same defect code for the implicated product it indicates a potential trend for the assigned defect type. A confirmed complaint is one where the investigation has concluded that the reported event is linked to a failure or that the defect is related to the product or manufacturing process. A review of the product event history reveals that 234 complaints including the current complaint for product synvisc one with defect code "other pharmacovigilance event". However, review of investigation conclusions infers that there is no confirm complaint identified for the product synvisc one with defect "other pharmacovigilance event" and indicates that no potential trend (n = 10) exists. Considering the above further trend analysis of the product based on the quarterly data is not warranted. Based on investigation outcome, no qee was openeda nd no qdn was opened. As there is no batch no available. The investigation urgency is conformed as standard. As the batch number is not available for subject complaint, no assessment is possible. Hence investigation conclusion is selected as "no assessment possible" with cause code as "undetermined cause" sanofi em&s gen med vaccines quality team will continue to monitor and trend these types of events and work with the cmo(s) to initiate corrective and/or preventive actions as necessary. If additional information becomes available for this complaint, the investigation will be reopened and re-evaluated. The final investigation was completed on 16-sep-2025 with summarized conclusion as no assessment possible additional information was received on 28-aug-2025 (along with additional contact received on 05-sep-2025) from patient: event of hypersensitivity, injection site irritation, arthritis, accident was added. Event of injection site joint swelling, arthrocentesis was updated as symptom of arthritis. Event of cardiovascular disorder was updated to poor peripheral circulation and its symptoms muscle atrophy, peripheral vein occlusion and peripheral artery occlusion were added, batch number and expiry date updated, clinical course updated and text amended accordingly. Additional information was received from 08-sep-2025 from quality control department: ptc details added, clinical course updated and text amended accordingly. Additional information was received from 16-sep-2025 from quality control department: ptc batch number and expiry date updated, clinical course updated and text amended accordingly.

Event description:
No continuation of circulation below knees, not getting any blood flow/still had no circulation below his knee (right) [poor peripheral circulation] ([peripheral vein occlusion], [peripheral artery occlusion], [muscle atrophy]) unable to walk properly [unable to walk] pseudoseptic arthritis reaction [pseudoseptic arthritis] ([arthrocentesis], [injection site joint swelling]) severe accident [accident] blood pressure was lower [lowered blood pressure] stated that the gel was still there, causing irritation [injection site irritation] had a general allergy with the gel [allergy] case narrative: initial information received on 26-aug-2025 regarding an unsolicited valid serious case received from a patient. This case is linked to (B)(4) (multiple device suspect used for the same patient, for left knee) this case involves an elderly male patient who had no continuation of circulation below knees, not getting any blood flow/still had no circulation below his knee (right), unable to walk properly, pseudoseptic arthritis reaction, severe accident, blood pressure was lower, stated that the gel was still there, causing irritation, and had a general allergy with the gel and after the use of hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s), and family history were not provided. Concomitant medications included enoxaparin sodium (lovenox) for prevent clotting. On (B)(6) 2025, the patient started taking hylan g-f 20, sodium hyaluronate, injection on the right knee (strength: 48 mg/6ml) at a dose of 5 ml 1x (route: unknown) for osteoarthritis. Patient stated that he had an ongoing negative impact due to him receiving one injection (per knee) of synvisc-one made on(B)(6) 2025. Patient said that his doctor was reluctant to do anything, so he called to check. Patient already had a problem on day 1 but it was disregarded and on (B)(6) 2025, due to a severe accident (accident), their knees exploded to a size of a soccer ball (injection site joint swelling) (latency: 19 days) (batch number: frslb11, expiry date: 28-feb-2028). He was in a walker for nearly 2 weeks as there was no continuation of circulation below his knees (poor peripheral circulation) (event onset date: 2025, latency: unknown) (batch number: frslb11, expiry date: 28-feb-2028). Patient was unbale to walk properly (gait inability) (event onset date: 2025, latency: unknown) (batch number: frslb11, expiry date: 28-feb-2028). He had a trip to see orthopedic specialists/doctors, he was recommended to undergo mrt/MRI (magnetic resonance imaging)/ultrasound, and he also mentioned that he took lovenox as to prevent clotting during his flight going back home. Three months later (B)(6) 2025, he still had no circulation below his knee, it was not getting any blood flow, and he could even feel his calves were getting atrophied (muscle atrophy) (onset: 2025; latency: unknown) (batch number: frslb11, expiry date: 28-feb-2028). Patient mentioned that at this point, he was talking with a vascular surgeon. The signs were pointing out that the lack of circulation was due to him receiving bilateral (one blast each knee) synvisc-one injections as it might have blocked some arteries and veins (peripheral vein occlusion) (peripheral artery occlusion) (event onset date: 2025, latency: unknown) (batch number: frslb11, expiry date: 28-feb-2028). He said that his concern, aside from the lack of follow-up from his doctor, was the damage created by the administration of synvisc-one, as per the time of the call, was still an ongoing issue. He emphasized that his symptoms were bilateral, and he was still suffering from the injections. Patient said that he wanted it to be reported as he should be part of the database. Patient was unable to walk, had just been from a vacation, and crawled to the car back to their doctor. Patient was put in a wheelchair then a walker. Patient had prednisone and some fluid was drawn (arthrocenesis) (onset: 2025; latency: unknown) (batch number: frslb11, expiry date: 28-feb-2028) but the problem continued. Patient was assuming that the gel was blocking the blood flow on their knees. Patient's blood pressure was lower (blood pressure decreased) (onset: 2025, latency: unknown) (unknown batch number and expiry date) and they were not getting flow of blood below their knees. Patient mentioned that after 3 months after receiving the synvisc-one injections, the gel would have incorporated to his system over time upon follow-up, patient reported synvisc one caused a significant long-term issue for them. It had been 3 months since they got their injection and the symptoms were still ongoing. They stated that it was being narrowed down to pseudoseptic arthritis reaction (pseudoseptic arthritis) (onset: 2025; latency: unknown) (batch number: frslb11, expiry date: 28-feb-2028), which they believed could be caused by synvisc one, or that they had a general allergy with the gel (hypersensitivity) (onset: 2025; latency: unknown) (batch number: frslb11, expiry date: 28-feb-2028). They stated that the gel was still there, causing irritation (injection site irritation) (onset: (B)(6) 2025; latency: 3 months) (batch number: frslb11, expiry date: 28-feb-2028) after the injection. Patient was hoping for this information to be put in the database since they had serious reaction. Action taken: not applicable for all the events. Corrective treatment: the patient was treated with prednisone and aspiration of joint done for arthritis, wheelchair and walker used for gait inability and not reported for all other events. Outcome: not recovered for poor peripheral circulation, gait inability, arthritis, hypersensitivity, injection site irritation; and unknown for accident and blood pressure decreased. Seriousness criteria: medically significant for poor peripheral circulation, disability for gait inability and intervention required for arthritis. A product technical complaint (ptc) was initiated on 25-aug-2025 for synvisc one (batch number and expiry date: unknown) with global ptc number: (B)(4). The incident description, the investigation urgency has been confirmed as standard. Per the product-specific complaint codes for "synvisc one" in (B)(4), and the incident description, the defect code "other pharmacovigilance event" has been assigned to this investigation. No qee (unknown abbreviation) was opened and no qdn (unknown abbreviation) was opened. The investigation urgency, qee/qdn decision and defect code might change based on the outcome of the investigation. The minimum investigation requirements for defect code "other pharmacovigilance event" includes product event history review, lot history review, qa batch/manufacturing review (including api), the results of these reviews are summarized below product event history review: qualipso product (synvisc one) event history report for the past two years is generated on 08-sep-2025 and showed 111 complaints related to "other pharmacovigilance event" (including current complaint). Among these 87 complaints is concluded as no assessment possible since the synvisc one lot is unknown. 3 complaint is concluded as no faults detectable. 2 complaint is concluded as related to handling error. Comet product (synvisc one) event history report for the past two years was generated on 08-sep-2025 and showed 123 complaints related to defect code "other pharmacovigilance event". Among these 122 complaints is concluded as no assessment possible and 1 complaint is concluded as inv inconclusive/trending only. Based on the above details it is inferred that there is no confirmed complaint reported. As the batch number is unknown, lot history review and assessment is not possible. Complaint sample is not available. Hence assessment is not applicable. Investigation outcome: there is no quality related defect that would attribute to a malfunction a death or serious injury. Mah (marketing authorization holder) pharmacovigilance continuously monitors adverse event reports with or without lot number, and assesses possible associations with their corresponding product lot, as a part of routine safety surveillance effort to detect safety signals. As the product lot number is not available, a batch record review and assessment is not possible. Due to lack of information, no assessment is possible. Prior to batch release, review of all finished batch records for specification conformance will be performed. If any out of specification result is identified, it is mitigated through the procedure for nonconforming material or product process. Adverse events will be monitored by the mah holder. Trend analysis will be performed on a periodic basis. To determine if a CAPA (corrective and preventive action) is required ER defined procedures. Trend analysis: if the number of complaints is = 10 confirmed complaints with the same defect code for the implicated product it indicates a potential trend for the assigned defect type. A confirmed complaint is one where the investigation has concluded that the reported event is linked to a failure or that the defect is related to the product or manufacturing process. A review of the product event history reveals that 234 complaints including the current complaint for product synvisc one with defect code "other pharmacovigilance event". However, review of investigation conclusions infers that there is no confirm complaint identified for the product synvisc one with defect "other pharmacovigilance event" and indicates that no potential trend (n = 10) exists. Considering the above further trend analysis of the product based on the quarterly data is not warranted. Based on investigation outcome, no qee was openeda nd no qdn was opened. As there is no batch no available. The investigation urgency is conformed as standard. As the batch number is not available for subject complaint, no assessment is possible. Hence investigation conclusion is selected as "no assessment possible" with cause code as "undetermined cause" sanofi em&s gen med vaccines quality team will continue to monitor and trend these types of events and work with the cmo(s) to initiate corrective and/or preventive actions as necessary. If additional information becomes available for this complaint, the investigation will be reopened and re-evaluated. The final investigation was completed on 08-sep-2025 with summarized conclusion as no assessment possible additional information was received on 28-aug-2025 (along with additional contact received on 05-sep-2025) from patient: event of hypersensitivity, injection site irritation, arthritis, accident was added. Event of injection site joint swelling, arthrocentesis was updated as symptom of arthritis. Event of cardiovascular disorder was updated to poor peripheral circulation and its symptoms muscle atrophy, peripheral vein occlusion and peripheral artery occlusion were added, batch number and expiry date updated, clinical course updated and text amended accordingly. Additional information was received from 08-sep-2025 from quality control department: ptc details added, clinical course updated and text amended accordingly.